Manufacturer narrative:
H3, h6: the mvs server was returned for product analysis. The mvs server failed bench testing. The os and imaging system application failed to load. Error message "system integrity error" was confirmed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Not available on the date of filing. The mobile view station (mvs) computer was returned for analysis, results were not available on the date of filing. Concomitant medical products: kit svc bi71000848r mvs comp 090r/3.1.7, serial/lot number (B)(4), rev 2 a manufacturer representative went to the site to test the equipment. It was reported that the mobile view station (mvs) computer was replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that they had received an error on the system that was stating that the integrity of the system was damaged and to call a manufacturer representative. No patient was present. Additional information was received: it was reported by the manufacturer representative that this error is shown when the system detects an issue within windows that it can not recover from.  Often times, simply rebooting the system will clear the error. In this case, rebooting the system did not clear the error so the system was not able to be used.